Event description:
Caller reported a cgm error with code 42, which did not affect the customer's blood glucose level adversely. Technical support provided the caller with detailed instructions for a pump reset, and successfully guided them through the process. After the reset, the pump no longer displayed the error, and the caller was able to start their sensor session successfully.